Event description:
It was reported that during a stenting treatment procedure, a balloon pinhole was noted. During use of a 7.0 x 30 x 135 cm express ld iliac / biliary stent delivery system (sds) a hole in the balloon was noted and would not inflate. Therefore the stent did not deploy. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, a balloon pinhole was noted. During use of a 7.0x30x135cm express ld iliac / biliary stent delivery system (sds) a hole in the balloon was noted and would not inflate. Therefore the stent did not deploy. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: microscopic examination of the balloon material noted a pinhole located at the distal edge of the distal markerband. The damage noted to the balloon may be consistent with the difficulty deploying the stent which was experienced by the physician during the procedure. The stent was not returned fo analysis. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).